Event description:
Patient was seen at infusion center for initiation of 5fu pump on (B)(6) 2023. Patient returned on (B)(6) 2023, for disconnect and rn observed that the home infusion of 5fu failed to complete and, in fact, there was a back flow of blood into IV line. Pump was disconnected after discussion with the oncologist. It was not able to be determined why the pump did not deliver its contents. Pump info: avanos c-series homepump, c270050, lot # 30247787.